Event description:
Severe sore throat and dry cough after using blue face mask for covid prevention. Happens every single time I use one for a length of time more than 20 minutes. FDA safety report ID# (B)(4).